Event description:
Ous MDR - an rv lead dislodgement was confirmed via xray after an alert via home monitoring. The patient was brought in and device settings were changed. The patient was brought in for a lead revision on (B)(6) 2017. During the revision the physician tried to retract the helix but it would not move. When the lead was finally removed from the patient there was tissue in the screw. It was decided to use a new lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed dried blood residuals 6 cm distal to the df4 connector pin inside the lead's lumen which caused difficulties during the insertion of a stylet. Thus the functional test of the helix fixation mechanism was not properly feasible. These blood residuals were most likely introduced by means of stylets used during the explantation procedure. No further deviations were noted which might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.